Manufacturer narrative:
(B)(4).

Event description:
It was reported that "(B)(6) 2026, the ars was found leak during use.the user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that on (B)(6) 2026, the ars was found leak during use.the user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer provided one video for analysis. The video shows the customer attempting to draw liquid using an arrow raulerson syringe (ars) connected to an introducer needle. The video confirms that the device was not functioning as intended, and a leak was observed. The customer also returned a cvc set containing a catheter, a non-arrow syringe, and an arrow introducer needle, and non-arrow needle for analysis. Definite signs of use were observed on the returned components. The arrow raulerson syringe shown in the video was not returned for evaluation. No damage or defects were observed with any of the returned components. A device history record review was performed, and no relevant findings were identified. The customer report of a leaking ars could not be confirmed based on the complaint investigation. The ars was not returned for analysis; therefore, the relevant visual, dimensional, and functional testing could not be performed. A device history record review was performed with no relevant findings identified. Therefore, based on the customer report and the sample received, the potential root cause could not be determined at this time. Teleflex will continue to monitor and trend on reports of this nature.